Event description:
Boston scientific received an out of service form from that was filled out by an health care professional (hcp). The form indicated that the system was explanted due to infection in mid-(B)(6) 2015. No other information was provided.

Event description:
Boston scientific received information from a patient verification form that was returned with a handwritten note from the patient's daughter. The note stated the patient developed a pocket infection and had the device removed with two hospitalizations before she passed. The date the infection was discovered and the date of the system removal is unknown. The local field representative was contacted and was not aware that the patient had a pocket infection or that the patient had died. The cause of death is also not known at this time. The local field representative spoke with the physician's assistant (pa) and confirmed after reviewing the electrophysiology laboratory schedule that the patient had a system extraction on (B)(6) 2015. The pa noted the patient's pocket was very enlarged and infected. The physician removed the entire system. The pa stated he was not allowed to reopen the patient's file, but remembered that the extraction was uncomplicated and believed the patient died later from complications from the infection.